Manufacturer narrative:
A pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial circumferential tear in the balloon material was found confirming the balloon rupture. An examination of the tip, shaft, markerbands and blades found no issues. All blades were present and fully bonded to the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the shunt. A 6.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the shunt. A 6.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.